Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.

Event description:
Customer reported, a cryocyte freezing container that cracked in the middle and on both sides. Baxter has requested further information from the customer, and sample evaluation is pending.